Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable malfunctions: due to damage on charged couple device (ccd) unit the image had white dots, due to clogging of nozzle the water removal ability did not meet the standard value, the nozzle was clogged, objective lens had a chip and a scratch, light guide (lg) lens has a scratch, plastic distal end cover (c-cover) had a scratch, adhesive on bending section cover (a-rubber) was detached, connecting tube had a scratch, due to wear of angle wire the bending angle in up/down/left direction did not meet the standard value, due to wear of angle wire the play of upward/downward and right/left (u/d and r/l) knob was out of the standard value, control unit had a scratch, suction (s-cover) had a dent, grip had a scratch, universal cord had a scratch, suction cylinder (s-cylinder) was shaved, forceps channel port was shaved, and the switch 1 (sw1) had a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope was found that scope had less angulation upward/downward (u/d) knob, the nozzle was partially blocked and after giving air the water continue to come out. The issue was found during preparation for use for a oesophago-gastro-duodenoscopy (ogd) diagnostic procedure. The intended procedure was completed using the same set of equipment. The device was returned for evaluation. During the device evaluation, it was found that the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by customer and the legal manufacturer's final investigation. According to the customer, there is a possibility that the device was used on a patient with the foreign material attached. However, no infection/impact to the involved patient has been reported to date. There were delays in performing the pre-cleaning, the brushing could not be performed, and the device was not correctly reprocessed prior to the device being returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the areas where the foreign material was detected. Based on the information provided, it is possible that the material remained as a result of deviations in the reprocessing that was performed. However, the specific cause could not be determined. The event can be detected/prevented by following the instructions for use: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.